Event description:
It was reported that the insulin pump had a frozen display. The battery was removed for several hours and it was replaced, but the device continued having a frozen screen. It was also reported that the time on the insulin pump was not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.